Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2013038) which is no longer in effect. Because of additionally received complaint information, this and all further updates will be submitted through the 3500a form. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral paravaginal defects, cystocele or large anterior vault prolapse, and stress urinary incontinence. It was reported that after implant, the patient experienced pain and recurrence of symptoms. Post-operative patient treatment included additional surgical interventions. The device had been used with bard avaulta plus posterior biosynthetic support system and contigen syringe.